Manufacturer narrative:
(B)(4). Concomitant products: unknown-unknown cup-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03073. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent blood tests that indicate his cobalt and chromium levels are elevated 19 years post implantation. Surgeon suggested they be replaced. No revision has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: rd118854- m2a-38 cup 54mm- 718060. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were not provided, chromium levels were reported by the patient to be cobalt 4.9 and chromium 9.1. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4; a5; b4; b5; b7; g3; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately twenty-two years post implantation due to elevated cobalt and chromium levels and pain. The patient reported in a medwatch that they were experiencing dyspnea and tremors. It is unknown at this time what implants were revised/retained.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. Proposed component code: mechanical (g04) head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.